Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A log review was performed, and the logs show the sureform 45 stapler was installed on the system 10 times and fired 9 white reloads. On install 1, all clamps were successful, and the firing was completed with no pauses for compression. On install 2, there were 4 incomplete clamp attempts. The fifth clamp attempt was successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was incomplete. The next clamp was successful, but was followed by a firing failure. On install 4, the first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. On install 5, the first two clamp attempts were incomplete. The 3rd clamp was successful, and the firing was completed with no pause for compression. On installs 6, the first 4 clamps were incomplete. The 5th clamp was successful, and the firing was completed with no pauses for compression. On install 7, the first clamp was successful, and the firing was completed with no pauses for compression. On install 8, the first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. On install 9, there were 5 incomplete clamp attempts. No firing was attempted on this install. On install 10, the first two clamps were incomplete. The 3rd clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted liver resection, a sureform 45 stapler with a white reload encountered clamping and firing difficulties, which resulted in a tissue tear at the right hepatic vein and subsequent bleeding. There were no obstructions noted during stapling, and the surgeon did not fire over an existing staple line. Additionally, no buttress material was used; the tissue was not calcified, under tension, bunched, or previously exposed to chemotherapy or radiation. "Tissue too thick" error messages were observed during the attempt. The estimated blood loss was not reported. Hemostasis was achieved by suturing the bleeding vessel. The stapler and reload were disposed of and will not be returned for evaluation.